Event description:
It was reported the patient experienced syncope and was admitted to the hospital as a result. During the hospitalization the device was interrogated and found the battery capacity depleted. One year ago, there was approximately 4.5 years remaining on the battery. It was reported that the device was to be replaced, but there is no evidence to suggest that intervention has been performed. The device remains in service at this time. No additional adverse patient effects were reported.